Event description:
It was reported from (B)(6) that the buttons were sticking on the compact air drive device were sticking and the device ran on. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was sticking and allowing the device to run on its own. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.